Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt could not complete testing. Upon eval, the trunk cable was pulled from the distribution node (dn) pca board. The cause of the inability to complete testing is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the able. No adverse event resulted from the damaged cable and connector.

Event description:
A zoll distributor returned an electrode belt indicating that it could not complete testing.